Manufacturer narrative:
During preventive maintenance, the thermogard console (sn (B)(4)) failed the cooling test. The investigation findings determined that the likely root cause of the observed console issue was due to a defective cooling engine as a result of wear and tear. The cooling engine needs to be replaced to address the issue. The thermogard console is a reusable device and was manufactured in november 2010 and is more than 10 years old, well beyond its expected serviceable life of 5 years. During visual inspection, no physical damage was observed on the thermogard console. During further inspection, noted a presence of oil in the coolant bath, likely due to an internal leak in the cooling engine. Waiting for customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).

Event description:
During preventive maintenance, performed at the customer site on 07/06/2021, the thermogard console (sn (B)(4)) failed a cooling test during functional testing. No patient involvement.